Event description:
It was reported that the patient with this pacemaker device had syncopal episode, fainting, loss of consciousness and head trauma. It was noted that this pacemaker device was found in safety mode and there was pacing inhibition. The patient was dependent on this pacemaker system. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to be returned for analysis.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that the patient with this pacemaker device had syncopal episode, fainting, loss of consciousness and head trauma. It was noted that this pacemaker device was found in safety mode and there was pacing inhibition. The patient was dependent on this pacemaker system. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to be returned for analysis.additional information received indicated that this device exhibited premature battery depletion (pbd).

Event description:
It was reported that the patient with this pacemaker device had syncopal episode, fainting, loss of consciousness and head trauma. It was noted that this pacemaker device was found in safety mode and there was pacing inhibition. The patient was dependent on this pacemaker system. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to be returned for analysis.additional information received indicated that this device exhibited premature battery depletion (pbd).

Manufacturer narrative:
This report contains additional information in section h6 impact codes.this report contains additional information in section b5 describe event or problem and h6 device codes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device case was opened, and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined. This report contains additional information in section h6 impact codes. This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that the patient with this pacemaker device had syncopal episode, fainting, loss of consciousness and head trauma. It was noted that this pacemaker device was found in safety mode and there was pacing inhibition. The patient was dependent on this pacemaker system. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. Additional information received indicated that this device exhibited premature battery depletion (pbd). The device was returned, and analysis was completed, and the report is updated with the product investigation results.